Manufacturer narrative:
The device was received. Investigation is not complete. A follow up report will be submitted with all additional relevant information. The additional two prostar devices referenced are filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using two prostar xl devices via a 7fr sheath, after an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, when pulling back the handle after deployment of the first prostar xl, only three needles were seen. A back-down was performed and again only three needles were seen. Another prostar xl was attempted and had the same result. Hemostasis was achieved using the sutures of two proglide devices. Reportedly, an attempt was made with a prostar xl device via 7fr sheath in the left common femoral artery. Again, when pulling back the handle after deployment of this prostar xl device, only three needles were seen the sutures of two proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the previously filed report, additional information was received: reportedly, the sutures of two prostar xl devices were attempted to be pre-placed in the right common femoral artery (rcfa). Reportedly, when pulling back the handle after deployment of both prostar xl devices, only three needles were seen. The sutures of two proglide devices were successfully pre-placed in the rcfa using the preclose technique via a 7f sheath. The sheath was upsized to an 18f in the rcfa. Reportedly, the sutures of another prostar xl were attempted to be pre-placed in the left common femoral artery (lcfa); however when pulling back the handle after deployment of this prostar xl device, only three needles were seen. After the failure with the prostar xl device in the lcfa, the sutures of two proglide devices were successfully pre-placed using the preclose technique via a 7f sheath. The sheath was upsized to a 16f in the lcfa. The aaa was completed and hemostasis was achieved in both groin access sites with the pre-placed proglide sutures. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulties deploying the needles could not be confirmed as all four needles were successfully deployed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported difficulties deploying the needles could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.